Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not impacted to 265mg/dl and a manual injection was administered to address the bg level. The customer troubleshot the issue on their own and found the occlusion alarm to be in the infusion set tubing each time. The customer would change out their infusion set tubing and resume insulin delivery. Reportedly, the customer had been using humulin u-500 insulin in the cartridge. Tandem technical support informed the customer that humulin u-500 was not labeled to be used with the pump.